Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using through the glidepath hemodialysis catheter. Prior to the procedure, the nephrologist noticed that the peel away sheath was allegedly broken already. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the glidepath hemodialysis catheter. Prior to the procedure, the nephrologist noticed that the peel away sheath was allegedly broken already. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo, one 23cm glidepath d/l catheter with a loaded catheter stylet, one scalpel, one tunneler with a loaded protective sheath, two introducer needles, three end caps, one 8f dilator and one 12f dilator were returned for evaluation. Visual evaluations were performed on the returned device. The photo shows the sealed glidepath catheter kit along with preloaded stylet and kit components. The reported 15fr peel apart sheath and vessel dilator was not returned. No other anomalies were observed. Therefore, the investigation is inconclusive for the reported fracture as exact circumstances of the reported event cannot be verified from photo and returned sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.